Event description:
It was reported the physician implanted a 30mm gore® helex® septal occluder to close an atrial septal defect on (B)(6) 2014. A re-intervention was performed on the patient to close a residual shunt. A 25mm gore® helex® septal occluder was implanted and the patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded, so no engineering investigation could be performed.

Manufacturer narrative:
The previous report stated a 30mm gore helex septal occluder was implanted, this was incorrect. A 35mm gore helex septal occluder was originally implanted. Additional manufacturer narrative: the devices were explanted on (B)(6) 2014.

Event description:
It was reported the physician implanted a 35mm gore helex septal occluder to close an atrial septal defect on (B)(6) 2011. On (B)(6) 2014 a re-intervention was performed on the patient to close a residual shunt. A 25mm gore helex septal occluder was implanted and the patient was doing well following the procedure. On (B)(6) 2014 the physician reported the device had shifted and a residual shunt remained. The patient was taken for surgical closure of the defect on (B)(6) 2014. Both devices were explanted on this date.